Event description:
Customer reported the system intermittently will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and replaced the communications board. System operates as intended.